Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarm occurred. Not additional information was provided. Customer declinded to provide addtional information. There was no reported adverse impact.